Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: etoposide IV ordered to infuse over 4 hours starting at 0700. Infusion pump constantly alarming for air bubbles" in IV line. Techniques used to fix pump such as adjusting alarm sensitivity taking the line out and "flicking" the air bubbles "slapping" the IV bag wiping the sensor with alcohol swab rotating the pump 90 degrees. None of the techniques were successful resulting in the infusion running over 4 hours and 50 minutes instead of the ordered time. This also resulted in delayed administration of carboplatin IV."